Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, at second firing, the reload broken into two pieces, leaving about a 1/2 inch of loading unit attached to adapter and was locked on the stomach. This made it nearly impossible to return the sled back to its starting position and allow the reload to open and detach from the stomach. The surgeon could not staple lateral due to the bougie so she decided to cut the staple reload out with a bovie. The surgeon continued the procedure with another reload without issue and hand sewed gastrotomy. On the second to last fire, a pop from the loading unit was heard. She pulled it out of the trocar, removed it, and used another. The surgical time was extended for about two hours. There is blood loss but, not more than 500 cc. Some tissue was loss because the surgeon had to cut the reload out. An x-ray was performed to confirm all pieces from the loading unit were retrieved. It was also reported that the adapter was put under a lot of stress during use due to the size of the patient. The patient had a leak, but it was being managed medically and was doing well, also being followed closely by the surgeon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and twelve images. A visual inspection of the returned photos noted: the photos showed reloads that had broken adapters, reloads that were partially fired, and reloads that were clamped on tissue. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The proximal end of the reload adapter was broken. Due to the noted damage, functional testing was precluded. After destructive analysis, there was no damage to the knife bar laminates. Also, no damage was noted to the cartridge assembly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken adapter condition may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.